Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and did confirm the error code. However, the cse did not duplicate the alleged malfunction. The ventilator passed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred.